Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, when patient underwent coronary artery bypass surgery, the v-cutter's body had burned. No consequence or health impact to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 21, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H6 (identification of evaluation codes 11, 3331, 4114, 642, 19). The affected sample was not returned for evaluation; however, a photo was provided that showed a burnt harvester, approximately 1.5 inches from the v-cutter tip. A retention sample from the same lot number was inspected to show no anomalies with the device. The sample was electrically tested. No anomalies with the device were found and all electrical tests were within specification. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.